Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited over-sensing of external electromagnetic interference that resulted in pacing inhibition. Programming changes were implemented. The patient was stable and asymptomatic.